Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low glucose event during the first day of ilet pump use while the system was in the early learning period, and the patient treated the event with oral glucose. Symptoms included hypoglycemia. Outcomes included the need for medication intervention in the form of oral glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings, and available information was insufficient to determine a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.